Event description:
It was reported that when passing a biopsy forceps through the scope channel during a colonoscopy procedure, the tip of a cleaning brush came out of the scope and fell into the patient that was retrieved with the aid of a retrieval net. There was no delay reported and procedure was completed with the same device. No pre-existing patient conditions noted. There were no reports of patient harm.